Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery-enhanced delivery system was to be implanted transgastric to the pancreas to treat a pancreatic pseudocyst during an endoscopic ultrasound (eus) with axios stent placement procedure performed on (B)(6) 2024. During the procedure, the axios stent was unable to be deployed into the lesion. Subsequently, they attempted to re-sheath the stent, but they were uncertain of the steps. The stent was fully deployed in an incorrect location and was removed with grasping forceps. The procedure was completed with a non-boston scientific device. Reportedly, the physician felt that the axios stent was more difficult to deploy with all the different steps than the competitor's product. There were no patient complications reported as a result of this event. Note: it was reported that the entire handle was rotated as the device was luer locked to the scope. However, the axios stent and electrocautery enhanced delivery system instructions for use (IFU) states, "rotate the winged luer lock clockwise to secure the delivery system handle to the echoendoscope." The physician did not follow the steps cited in the instruction for use (IFU).

Manufacturer narrative:
Block h6: imdrf device code a1502 capture the reportable event of stent positioning issue. Imdrf impact code f2301 captures the additional device required to remove the stent.